Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient presented emergently and the vessel morphology was found to have severe disease progression with aortic neck dilatation, aneurysm expansion proximally past the renal arteries up to the celiac artery. The distance from the renal artery to the top of the aneurx stent graft was 7 cm. A recent CT demonstrated that the aneurx stent graft has migrated into the aneurysm sac with a large type I endoleak present. The sma, celiac and renal arteries were debranched down to the iliac arteries followed by implant of a 30x160 talent captivia into the aneurx bifurcated stent graft extending it proximally. The patient also had another manufacturer's stent graft in the thoracic aorta and another talent captivia a 34x30 was implant to bridge that with previously implanted 30x160 talent captivia. The stent graft migration and the proximal type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent migration, endoleak, disease progression, dilatation of the aortic neck. Conclusion: disease progression, dilatation of the aortic neck.